Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the physician suspected the device had reached premature battery depletion. The physician has not explanted the device. No patient symptoms or additional information was reported.